Event description:
(B)(6) study. It was reported that myocardial infarction (mi) occurred. The patient was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given. A loading dose of 81 mg of aspirin was given the day of the procedure. An isleeve introducer was placed and the aortic valve was treated with deployment of a 25 mm lotus edge valve into the proper anatomical location. On the same day, post index procedure, cardiac enzyme (troponin) was elevated consistent with protocol definition of mi. The troponin leak was likely during the procedure. One day post index procedure, electrocardiogram revealed normal sinus rhythm, anterior infarct, st and t wave abnormality and consider lateral ischemia. The patient was diagnosed with mi. Dual antiplatelet therapy was recommended for 3 months. On the same day, the mi was considered resolved and the subject was discharged on aspirin and clopidogrel with recommendations to follow-up in case of any symptoms or emergencies.